Event description:
The customer reported calling to the hosp due to low blood glucose of 24mg/dl. The customer stated that the cause of his low blood glucose was overestimating the carbohydrates for dinner. The customer stated that he uses u500 concentration and his is sensitive to insulin. The customer stated that he had treated with orange juice prior calling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.